Event description:
The customer reported that the lower display for the new graphical user interface was blank when installed. No pt was involved. Covidien sent a replacement gui pcb.

Manufacturer narrative:
A f/u report will be submitted when new info becomes available.